Event description:
It was reported that the patient underwent a right tha. Subsequently, it was reported the patient had a right tha revision due to metal related pathology with liner and head revised. Subsequently, patient reports post revision right hip pain, limp, giving out of hip. Tests revealed trochanteric bursal reactive tissue, surgeon discussed plan excise the area and assess for any further tissue damage at that time. No documentation procedure or revision has occurred.

Manufacturer narrative:
(B)(4). D10: 00875101036, 36mm i.d. Size ii neutral liner use with 52mm o.d. Size ii shell 64914989, 00875705202, 52mm o.d. Size ii porous uncemented with multi-holes shell use with ii liners 61629434, 00771100900, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9 standards offset 61559510, 00625006520 bone screw self-tapping 6.5 mm dia. 20 mm length 61738443. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: pain with hip flexion & external rotation, fluid collection near gtbursa & bone, mild chronic inflammation, calcification and ischemic necrosis, limp, ambulation issues, pain. Biopsy results typical of metal related reaction. Impression - bursitis, possible abductor tear. This event is post revision pain consistent with trochanteric bursal reactive tissue. A definitive root cause cannot be determined. This complaint can be confirmed via the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.